Event description:
A report was received that a patient had undergone a pocket revision procedure. The physician relocated the ipg from the shoulder area to the hip area. The original location was causing the patient discomfort. The patient was reportedly doing well following the revision procedure.

Manufacturer narrative:
This is the final report.